Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the interbody spacer remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
Chesapeake cage subsided into the superior l5 end plate. The pt was complaining of pain. The cage remains implanted however the surgeon did re-operate secondarily using posterior stabilization to try to alleviate the pain.

Manufacturer narrative:
The surgeon has not deemed it necessary to remove the subsided cage therefore, it remains implanted and hence is unavailable for analysis. He did however, re-operate on the pt and implant some posterior fixation to try to alleviate the pain. X-rays on the pt have been requested but not yet provided to the manufacturer.